Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported they are treating a ¿patient who experienced swelling and induration on the chin area.¿ patient did not have any existing infection nor [were they] unwell. The patient was injected with unspecified type of juvéderm voluma® at another clinic. Treating physician injected hyaluronidase as treatment. Symptoms ongoing.